Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl trending upward while using the ilet and dexcom g7, despite multiple infusion set and sensor changes, troubleshooting of insulin delivery without identified issues, and a manual insulin injection that had no effect; the user later resumed use of the ilet and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included review of device data and user-reported troubleshooting steps. Investigation of this case revealed no device malfunction identified and an unclear cause, with a potential issue related to insulin potency or integrity suggested for healthcare provider follow-up. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.